Event description:
It was reported that the right atrial lead was repositioned on (B)(6) 2011 due to loss of sensing and intermittent capture at 7.5 v, 1.5 ms. At post surgery follow-up, loss of sensing and intermittent capture was noted again. The lead was successfully repositioned on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.